Manufacturer narrative:
Olympus obtained additional information of cleaning, disinfection and sterilization of the device from the user facility. The user facility reported that the air/water channel and the suction channel of the device were not flushed with alcohol after reprocessing, and the device was hang on wall hangers in a secure room and was not stored in the storage cabinet. The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the device. The testing result cleared the german guideline. In addition, (B)(4) confirmed the followings in the evaluation. Scratches on the surface of the universal cord. Damage of the light guide lenses. Kinks and buckle of the insertion tube. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the device (B)(6) 2018. The device tested positive for unspecified microbes. (B)(6) 2018. The air/water channel and the suction channel of the device tested (B)(6) for (B)(6). The device had been reprocessed with an olympus automated endoscope reprocessor model etd3 (not available in the USA), using peracetic acid. There was no report of infection associated with this report.